Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 528 mg/dl. The customer was treated with intravenous insulin and insulin injection. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshoot and customer stated that insulin did not exit and insulin pump alarmed no delivery. Customer stated that there was no air bubble and leak. Customer was alleging insulin pump because customer changed infusion set and still getting no delivery alarm. . Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use the minimed 670g system. The insulin pump will be returned for analysis.